Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, we are not able to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a male pt underwent a procedure for radiofrequency ablation (rfa) of a left apical lung mass udner CT guidance in 06. The clinician reported that the rfa procedure was performed without complication. Four grounding pads were utilized on the pt's thigh during the procedure. Approx 4-6 hours post rfa, the pt presented with blisters and second degree burns to the left thigh and left thumb. The complainant reported that it is felt that the pt had his left thumb resting next to the pad when the ablation was performed. The pt's burns were treated with salve, and there have been no additional adverse effects noted. The complainant was unable to supply any info regarding ablation time and algorithm used, etc. Please reference the attached copy of the user-facility voluntary medwatch report (facility medwatch number not provided).